Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The 2008 15- month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
It was reported to boston scientific corp in 2008, that a resolution clip device was used during an emergency gastroscopy procedure performed two days prior. According to the complainant, "there was initial difficulty in getting the clip out from the sheath. Once the clip was out, the first two stages of deployment went fine, but the clip would not separate from the delivery device." Reportedly, the procedure was completed using a different device (device and MFR are unk). No patient complications were reported as a results of this event. At the conclusion of the procedure, the patient's condition was reported to be "stable."